Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). No UDI information available as device was manufactured prior to requirement. Investigation: local service engineer identified control board (msp161502) as defective component. Replacement of this part resolved the issue. Device passed all tests and returned in use.

Event description:
The following was reported to hamilton medical ag: "device came in with numerous tfs 246005, 232029, 485001, 431001, 446029, 246009, 443001. Replacing control board cleared all faults. Device passed all tests and returned to service." No patient involvement. Although, no patient involvement was reported, hamilton medical's initial assessment of the case showed an "ambient" in the log files. Patient involvement has not been confirmed by the customer. But the ambient is visible in the log file and seen as critical if it were to recur. Due to these unknown circumstances and an ambient mode listed in the log files, this case is assessed as reportable.